Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream xc catheter was selected for use for a peripheral atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the device lost aspiration and was not sucking fluid back into the waste bag properly. A new 2.1mm jetstream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status post-procedure was fine.